Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl. The customer's current blood glucose was 286 mg/dl and at the time of the incident 307 mg/dl. The customer's other blood glucose level was 291 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was using the auto mode. The insulin pump will not be returned for analysis.